Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and adjusted the reagent probes, rinse levels, sample probe, and cuvette rinse level. He performed hardware and precision checks with acceptable results. The investigation determined the event was consistent with a hardware-related issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine result from one patient sample tested on the cobas 8000 cobas c 701 module. On (B)(6) 2025, the initial result was 4.85 mg/dl. On (B)(6) 2025, the repeat result was 1.23 mg/dl.